Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - when inserting PICC line, sensor is giving incorrect reading: lines look like they are going in, rather than going down, it is going horizontal.

Event description:
Per biomed - when inserting PICC line, sensor is giving incorrect reading: lines look like they are going in, rather than going down, it is going horizontal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of giving incorrect readings was unconfirmed. The sherlock works with the ECG simulator 430b and the PICC shows up using with sherlock test fixture 103-00488-001. There is no root cause due to the problem could not be duplicated. H3 other text : evaluation findings are in section h11